Manufacturer narrative:
The tech inspected the bed for signs of electrical damage and smoke. He removed beds base covers and inspected the power control module (pcm) for damage. The tech found no signs of smoke damage or an electrical short.

Event description:
The account alleged the bed is smoking.